Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: perforation not sealed resulting in the use of an add'l device. Device issue: leak - stent graft. It was reported that a graftmaster stent was implanted to treat a perforation; however, the perforation was not sealed. Prolonged balloon inflations were performed to seal the perforation. No add'l event or pt info is available.